Manufacturer narrative:
Kns unit, electrosurgical, endoscopic. (B)(4).

Event description:
"Kahaleh et al. 2006 ¿endoscopic ultrasound drainage of pancreatic pseudocyst: a prospective comparison with conventional endoscopic drainage¿. Endoscopic management of pseudocysts by a conventional transenteric technique, I. E. Conventional transmural drainage (ctd), or by endoscopic ultrasound-guided drainage (eud), is well described. Our aim was to prospectively compare the short-term and long-term results of ctd and eud in the management of pseudocysts. A total of 99 consecutive patients underwent endoscopic management of pancreatic pseudocysts according to this predetermined treatment algorithm: patients with bulging lesions without obvious portal hypertension underwent ctd; all remaining patients underwent eud. 46 patients (37 men) underwent eud and 53 patients (39 men) had ctd. All eud procedures were effected from the stomach or proximal duodenum. A fistula between the pseudocyst and the stomach or duodenum was created by introducing a 19- gauge needle (eusn-19-t; wilson-cook, winston salem, north carolina, USA) into the pseudocyst. The balloon was exchanged off the guide wire and one or two 10-fr double-pigtail endoprostheses (zss-10-x-rb; wilson cook) were placed across the cystoenterostomy fistula. All ctd cystoenterostomy fistulas were created using a 10-fr cystoenterostome (wilson-cook medical and endo-flex instrumente, voerde, germany) [15]. Following access to the pseudocyst, one or two 10-fr double-pigtail endoprostheses were placed. Stent migration: stent migration was defined as a complication when an intervention was required to extract the stent, either from the pseudocyst or the enteral lumen. In the endoscopic ultrasound drainage (eud) group: in one patient, the endoprosthesis migrated inside the pseudocyst and required endoscopic extraction. In the conventional transenteric drainage (ctd) group: in one patient, late double-pigtail stent migration resulted in small-bowel perforation requiring a limited small-bowel resection. A second migrated double-pigtail stent was removed from the rectosigmoid during sigmoidoscopy. Drainage failure: in the endoscopic ultrasound drainage (eud) group: "endoscopic drainage failed in four patients. Two of these underwent percutaneous drainage, one underwent surgery, and one patient declined any further therapy." In the conventional transenteric drainage (ctd) group: "in the patients for whom follow-up information was available (n = 45; mean 16 months, range 6±34 months), the long-term success rate was 91% (41/45 patients) after a mean of 1.3 procedures (range 1±3). Of the four failures, two underwent percutaneous drainage and one underwent surgery, while one declined further intervention."